Event description:
It was reported the patient's blood glucose level rose to 311 mg/dL while wearing the Pod for longer than 48 hours. When removed from the infusion site (arm), the Pod's cannula was found blocked. Symptoms reported include bleeding. Additionally, insulin leakage was observed. No treatment details were provided.

Manufacturer narrative:
The pod was received fully deployed with no timeouts, drive stalls or hazard alarms observed from the pod data. Fluid was able to flow freely through the complete fluid path. No bends, kinks or damages were observed on the soft cannula that could cause the obstruction of flow. No problems were found regarding the reported obstruction of flow complaint. No damages or manufacturing defects were observed. A Leak Test was conducted successfully; no leaks were found. No problems were found regarding the reported leaking during wear complaint. Lot Release records were reviewed and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN. Omnipod Software App Version: 4.0.2. Operating System: N5004L-AM-Q-MV01602-06-01.06. Hardware: N5004L. CGM Sensor Type: Abbott FreeStyle Libre 2 Plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.